Event description:
It was reported that during a normal generator change, a review of fluoroscopy revealed externalized conductors on the right ventricular (rv) lead. No electrical anomalies were noted. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences to the patient.